Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was experiencing some discomfort due to the rv lead being situated underneath the patient's implantable cardioverter defibrillator (ICD). A lead revision procedure was performed. The rv lead remains in service. No additional adverse patient effects were reported.